Event description:
It was reported that while this device was being used in an angioplasty procedure, the bodystock of the device kinked and the bodystock separated at the point of the damage. There has been no claim of injury related to this event.